Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Refer to mdrs 1226348-2018-10227 and 1226348-2018-10226 for information regarding the two other devices reported in this event.

Event description:
As reported by the (B)(6) affiliate, one day after implantation, 3 codman microsensors displayed inconsistent readings and were removed. There were no reports of delay or patient harm.

Manufacturer narrative:
Updated UDI : (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated UDI : (B)(4). The sensor was returned and evaluated. A review of quality records found the component met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found the sensor diaphragm was broken, there was a cut in the sealant over the sensor and suture was attached to the catheter material. Due to the condition of the component as it was received, no functional testing was possible. A review of finished good manufacturing records found the device met specification when released to stock. Based on the information available, the reported issue was not able to be confirmed. It is likely the condition of the sensor was due to handling of the device, potentially during removal. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.